Event description:
Device malfunction: inaccurate delivery, unintended site. Time of malfunction: during the procedure. Time of symptoms/ae: during the procedure. Symptoms/ae: none. It was reported that during deployment in the rica the stent jumped forward resulting in incomplete lesion coverage. A second stent was placed to cover the index target disease segment. The pt was discharged to home the next day. No additional info available.

Manufacturer narrative:
Study event.